Event description:
A report was received that the patient¿s lead was fracture due to a fall. The patient underwent a revision procedure wherein lead and clik anchor were explanted. The patient was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model#: sc-4316, lot#: 16588635, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.